Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a distal radius open reduction internal fixation (orif) procedure on (B)(6) 2018, the drill bit broke in the patient while drilling for insertion of a locking screw. No drill guide was used. It appeared as the drill bit had begun to flute the opposite way. The broken end of the drill bit remained in the patient. Removal of the broken drill bit was attempted but determined that it would cause more damage to the bone. A new drill bit was used to complete the procedure. There was a five-minute surgical delay. Concomitant devices: 2.4 locking screw (part number unknown, lot number unknown, quantity 1), 2.7 cortical screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.8mm drill bit. This is report 1 of 1 for (B)(4).